Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 7.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during third inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed using this device. No complications were reported, and the patient was in good condition post procedure.